Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ ser plastipak 10ml ll 40x8 al are leaking. This occurred on 100 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR records, maintenance records and quality notification records were analyzed and no deviation was found for this batch. No samples / photos were sent by the customer. The manufacturing processes are validated with defined acceptance criteria. Investigation conclusion: from the available information it is not possible confirm the complaint. Root cause description: it was not possible to determine the root cause for the incident. Rationale: the incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that bd¿ ser plastipak 10ml ll 40x8 al are leaking. This occurred on 100 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.